Event description:
It was reported during a laparoscopic cholecystectomy when using nitrogen to pressurize the saline pump through the probe plus ii the luer lock on the handle blew off the end of the tubing. Two handles in a row exhibited the same problem. The third handle had no problems. There was no consequence to the pt.